Event description:
It was reported the unit had a "broken front and missing piece". There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs research park - (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Additional information was received that the panda non-rotating bed was the part that was broken. Damage to this part is not reportable.